Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation, a review was conducted of all applicable material records,manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state an operating procedures. All applicable dimensions of the screw were measured and found to be within specifications. There were no noticeable signs of manufacturing defects noted. The break has occurred 1/3 of the way down the shaft still in the large thread diameter section of the screw, indicating an area of higher stress =k as opposed to the weakest part of the screw. The break is clean on the proximal side but shows wear on the distal piece. The screw may have failed in typical fatigue fashion given the non-union, although pt activity/the underlying cause(s) of pseudoarthrosis may have contributed to this issue. Info pertaining to section a has been requested, and will be provided if and when received.

Event description:
It was reported to globus that upon removing hardware from l5-21 pseudoarthrosis the dod screw was broken. Pt was eleven months out from original surgery which tok place in (B)(6) of 2013.